Event description:
The customer reported that she activated the pod at 10:12 am. She pressed "yes" when the pdm displayed the "is cannula properly inserted?" Prompt. A 10:47 am her blood glucose measured 344 mg/dl, so she corrected with a 4.4 unit bolus. At 11:19 am her bg was 359 mg/dl and at 12:48 pm it was 311 mg/dl. She took another 2.6 unit bolus at the latter time. At 1:15 pm the pod was deactivated. She stated the cannula was bent and never did actually insert correctly into the infusion site.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The customer reported that the cannula did not insert properly into the skin when the needle mechanism fired. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, no excluded, through laboratory testing. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It instructs that the pdm "also displays a reminder to check the infusion site and cannula. Make sure the pod is securely attached to your skin. You can see the cannula through the small viewing window on the pod. Press yes if you can see that the cannula is properly inserted. Press no if you see a problem with the cannula." Qualifications records were reviewed and the product lot met all acceptance criteria.